Event description:
It was reported that the unit was constantly exhibiting error 101. All sensors were cleaned and a new disposable was installed, however, the error persisted. No patient harm was reported.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 involved in this incident was returned to belmont for investigation on september 30, 2025. The incident was initially reported to belmont by the user facility on september 11, 2025. It was reported that the unit was constantly exhibiting error 101. All sensors were cleaned and a new disposable was installed, however, the error persisted. No patient harm was reported. Based upon the information provided, belmont documented the incident to be non-reportable at that point. Subsequently, we received a medsun report # (B)(4) on september 22. 2025 related to the same incident. As per belmont's procedure, a report is now being submitted. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of system error #101, the rapid infuser displays the following alarm message, "check temperature probes for blockage. Clean windows. Press retry to continue. Service machine if error persists. The operator manual states the following: "check disposable set and flow path for occlusions. Make certain the windows on the disposable set and the ir probes are clean and dry. Clean surfaces with moistened soft cloth if necessary. Dry off surfaces before continuing. The cited rapid infuser was evaluated by engineering. The reported issue could not be confirmed after extensive testing and no errors were found. The input and output temperature probes were inspected, and no abnormalities were identified that would have contributed to the reported error. No device malfunction could be verified with unit, and the root cause of the reported error 101 could not be determined. The device history was reviewed, and no similar incidents were identified. To ensure that this unit performs according to our specifications before shipping it back, we operated the unit at elevated temperatures for 48 hours and we performed a final functional test, an electrical safety test, and a final inspection. The unit passed all test specifications and inspection requirements. We will continue to monitor this type of incident closely and take further corrective and preventive action if required.